Event description:
It was reported that an asymptomatic patient presented to the hospital for a routine device check. Loss of capture was observed. An x-ray was performed and revealed perforation of the heart. When repositioning was unsuccessful the lead was explanted and replaced. The patient was in stable condition following surgery.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. Device evaluation anticipated, but not yet begun.